Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Unique device identifier (UDI) is unavailable. No parts have been received by the manufacturer for evaluation. Device manufacture date is unavailable.

Event description:
Medtronic received information that, while outside of a procedure, a thoracic clamp for the site was bent. There was no patient present when this issue was identified. No additional information was provided.

Manufacturer narrative:
Correction: device lot number updated to proper value. The spine clamp was returned to the manufacturer for evaluation. Testing found that the clamp face was bent and that there were nicks on the unit. It was noted that the adjustment screw was intact and functional. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Manufacturer narrative:
Additional information: unique device identification (UDI) and manufacture date provided.